Event description:
International affiliate reports that during revision surgery for spinal fusion, the tip of this and another screwdriver broke off in the heads of two screws during tightening. The surgeon is reported to have decided to leave the broken tips in situ. No other information is available. Concomitant devices, expedium screws, catalog numbers unknown, qty = 2. See mfg medwatch report no. 1526439-2013-19751 for the second screwdriver that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual examination of the returned driver at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The broken tip section was not provided with the instrument. The driver was forwarded to the fracture analysis lab for further evaluation. The analysis found evidence of a quasi-static torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. Additional images show plastic deformation at the potential fracture termination site. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis identified no other complaints reported for this production lot. Although the root cause of tip breakage cannot be positively determined , the fracture analysis found evidence of a quasi-static torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.